Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device records 40 log entries between (B)(6) 2007 and the (B)(6) 2014. Manual power ups are recorded between (B)(6) 2007 and (B)(6) 2011, the longest of which lasts 49 seconds duration. The device failed multiple self-tests due to a low battery between 5th-12th (B)(6) 2012. Multiple manual power ups, some of ten minutes duration, were recorded between (B)(6) 2013 and (B)(6) 2014. Investigation found the reported fault can be attributed to a displaced component on the printed circuit board, this component is part of the switch off circuitry which explains why the device was unable to switch off. Investigation was unable to determine how the component became dislodged. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.